Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the patient¿s clinic visit on (B)(6) 2014, it was noted that the patient had blood in his stools and a decrease in his hemoglobin. The patient was admitted into the hospital for a gi bleed. The patient¿s inr was 1.9 on admission. His inr goal had been low (1.5-2.0). During the patient¿s hospital stay, his hemoglobin decreased to 6.2 g/dl, and the patient was given 6 units of packed red blood cells. The bleeder was found and cauterized on (B)(6) 2014. The location of the source of the bleed was not specified. The patient was stabilized and discharged to home on (B)(6) 2014. It was also reported that during the event the patient¿s pump was functioning normally.

Manufacturer narrative:
Approximate age of device: 12.5 months.the pump was not returned to the manufacturer for evaluation, as it remains in use supporting the patient. No further related events have been reported. A correlation between the device and the reported gi bleed could not be determined. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event. Placeholder.